Event description:
Boston scientific received information that during a follow up visit it was observed this pulse generator (pg) device reached elective replacement time (ert). It was suspected this device exhibited premature battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit it was observed this pulse generator (pg) device reached elective replacement time (ert). It was suspected this device exhibited premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This device will be explanted in the near future and returned to boston scientific for analysis. As further information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.